Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It was reported that the black water that leaked was molybdenum that leaked out when the bending rubber was cut open during the inspection process. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited black water flowing out of the bending section. It was also observed that the bending tube was broken off. There was no patient involvement.